Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.a device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports the following: in the removal operation of expert tibial nail, the extraction screw in question did not connect to the nail. Eventually, the nail and the extraction screw were successfully connected and the screw was taken out after many attempts. The patient is now well on the way to recovery without harm. The operation was delayed by 60 minutes due to this event. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the extraction screw shows signs of use all over the part and the thread tip is badly damaged. It can¿t be determined the exact cause which has led to this damage. It is noted that too much mechanical force had been applied during use. As this instrument is not a single use instrument, it cannot be determined how many times it has been used. A full review of the manufacturing documentation shows that this product was manufactured to specification. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.